Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm abdominal aortic aneurysm. The aortic neck was 30 mm long, 26-27 mm in diameter, and mildly angulated with mild calcification. The distal aorta was 22 mm x 37 mm. The iliac arteries were moderately calcified and stenosed. It was reported that the final angiogram revealed a type 2 endoleak. It was also noted that the stent graft partially occluded the right renal artery and that there was a constriction and stenosis of the left origin of the stent graft and the common iliac. A reliant was used to pull down the graft slightly. Kissing balloons were used from the right and left sides to perform angioplasty on the common iliac bifurcation. The renal arteries and iliac arteries were more patent at the end of the procedure. The physician commented that the stent graft moved proximally during implant from its intended location; however, it was confirmed that there were no issues during implant and the renal arteries were filling well, parallax was adjusted for, and that the issue is technique-related and possibly aortic neck anatomy-related. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4) required intervention. H6: evaluation, results: (arterial and venous occlusion, endoleak), (mild angulation and calcification of the aortic neck).